Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -13.5/3.5/080, implantable collamer lens was implanted into the patients left eye (os) on 08 sep 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.